Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: when dr.(B) (6) opened to use the trocar, the 3 way of the seal was broken. Dr. (B) (6) immediately exchanged another new one (versastep) to continue the surgery. There was no tissue loss, no tissue damage and no blood loss. It did not extend surgery by more than 30 mins. No pt injury was reported.

Manufacturer narrative:
(B) (4)